Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/07/2016 that on (B)(6) 2015, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2015. The reaction was described as a painful, itchy, red, rash with a bump, located at the sensor insertion site. Patient's father reported that the patient had been getting skin reactions on and off since (B)(6) 2015. It was stated that both the patient's endocrinologist and pediatrician were aware of the skin reactions but that the doctors do not know what is causing the reactions as they did not know the chemical ingredients of the adhesive. Treatment for the skin reactions has included hydrocortisone, skin-tac, IV 3000 and flonase. Patient has no prior history of skin reactions/sensitivities. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.